Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting the extension set to the patient line on the cassette, the connection would not tighten. The connection kept turning and not to the point of being tight. The nurse has observed the patient connecting and the patient doing it correctly. This was identified during set-up / preparation with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.